Manufacturer narrative:
On (B)(4) 2016 the field service engineer (fse) found the backwash cup waste line clogged which caused the leak. The fse cleared the clog by flushing the waste line with bleach. The instrument ran without leaks. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a contained pink leak of about 1 ml from the probe inside the coulter act diff analyzer while running controls. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.